Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the tacrolimus (chemotherapy) bag was replaced at 2347 on (B)(6) 2024. The settings on the pump were not changed, "just the volume to be infused" according to the report. Three hours later at approximately 0300, the pump started alarming. The nurse went in (patient's room) and noticed that the tacrolimus bag "had run dry, past the point of the pump sensor." According to the customer, the settings on the pump "still indicated the correct volume of medication left to be infused." There was patient involvement, but unknown outcome. The customer (biomed) stated that the "pump rate accuracy test was within range when tested." Although requested, additional information was not provided.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the tacrolimus (chemotherapy) bag was replaced at 2347 on (B)(6) 2024. The settings on the pump were not changed, "just the volume to be infused" according to the report. Three hours later at approximately 0300, the pump started alarming. The nurse went in (patient's room) and noticed that the tacrolimus bag "had run dry, past the point of the pump sensor." According to the customer, the settings on the pump "still indicated the correct volume of medication left to be infused." There was patient involvement, but unknown outcome. The customer (biomed) stated that the "pump rate accuracy test was within range when tested." Although requested, additional information was not provided.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the report of an over infusion of the drug tacrolimus was not confirmed during the review of the logs or replicated during laboratory testing. Laboratory test results performed on the suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Based on the review of the pcu event log, on march 1, 2024 at 11:45 pm, a guardrails drugs infusion was restored and started for drug ID 380; tacrolimus drip (0.01ml/1ml) with a patient weight of 23.8kg, a drug amount of 0.07mg, a rate of 6.9ml/hr and a volume to be infused (vtbi) of 1ml. At 11:47 pm, the vtbi was updated to 70ml. On march 02, 2024 from 2:51 am though 2:52 am, the pump module alarmed for air in line. The infusion was restarted. At 3:00 am, the pump module alarmed for door open, safety clamp open for two (2) seconds and door closed. One minute later the infusion was paused, and the pump module channeled off with a calculated primary volume infused of 21.61ml. A review of the pcu and pump module error logs showed no errors were recorded related to the reported complaint. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. Inspection and functional testing performed on the returned primary administration set (2420-0007) found no irregularities. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause for the reported complaint of an over infusion of the drug tacrolimus was not identified. The returned device was fully evaluated, and no issues or anomalies were observed regarding the reported issue during the log review and laboratory testing. Note that imdrf annex a040502, a0401, a1801, c07, c0601, d15, d01, g02017, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the tacrolimus (chemotherapy) bag was replaced at 2347 on (B)(6) 2024. The settings on the pump were not changed, "just the volume to be infused" according to the report. Three hours later at approximately 0300, the pump started alarming. The nurse went in (patient's room) and noticed that the tacrolimus bag "had run dry, past the point of the pump sensor." According to the customer, the settings on the pump "still indicated the correct volume of medication left to be infused." There was patient involvement, but unknown outcome. The customer (biomed) stated that the "pump rate accuracy test was within range when tested." Although requested, additional information was not provided.